Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. The complaint allegation is confirmed based on the damage to the device. One unpackaged ar-8550bc bone cutter was received for evaluation. Due to the device being unable to be fully decontaminated, the device was evaluated via pictures. Visual evaluation of the attached photos noted that the edges of the tip of the device were damaged. Functional testing was not performed due to the biocontamination hazard risk. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to insufficient fluid flow during use and/or excessive side-loading.

Event description:
Update 17-jul-2025: the metal debris remained inside the patient because it was not possible to remove the fragments.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an ankle instability surgery the device produced metal debris. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.